Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving dilaudid (4.5 mg/ml at 0.6505 mg/day), bupivacaine (30.0 mg/ml at 4.337 mg/day), and clonidine (300.0 mcg/ml at 43.37 mcg/day) via an implanted pump. The indication for use was non-malignant pain and chronic low back pain. It was reported the patient had worsening pain secondary to empty pump reservoir on (B)(6) 2017. The patient missed their refill appointment secondary to a lengthy, out of town hospitalization. It was indicated the event was related to the device or therapy and related to the drugs hydromorphone, bupivacaine, and clonidine. The pump was refilled on (B)(6) 2017 and the issue resolved without sequelae the same day. It was noted the empty pump was secondary to not being filled prior to the low reservoir alarm date - not a suspected pump malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the hospitalization was not related to the device or therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the pump was empty secondary to not being filled prior to the low reservoir alarm date - not a suspected pump malfunction. It was noted the patient's baseline weight was (B)(6).